Event description:
It was reported the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was still in the hospital and the peritonitis had not yet resolved. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). A sample was not available for analysis. A review of all batch record documents was performed for potentially associated lot numbers h13c02013 and h13d10071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).